Event description:
On (B)(6) 2025, the patient underwent endovascular procedure using a gore® excluder® conformable aaa endoprosthesis device to treat a juxtarenal aortic aneurysm. It was a primary procedure for endovascular treatment. The patient tolerated the procedure. On (B)(6) 2025, a large distal type I endoleak was noted from the left iliac artery and the other treatment was required for this adverse event. According to the study data, the event was related to the treatment/procedure. The event is ongoing (not recovered / not resolved). The physician is monitoring the patient.

Manufacturer narrative:
H6: code c19- a review of the manufacturing records for the device indicated the lot met pre-release specifications. The device remains implanted and is not available for investigation. Code f28 was used to cover that the physician is monitoring the patient and will plan to do a reintervention. Further information was requested and will be provided. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, the patient underwent endovascular procedure using a gore® excluder® conformable aaa endoprosthesis device to treat a juxtarenal aortic aneurysm. It was a primary procedure for endovascular treatment. The patient tolerated the procedure. On (B)(6) 2025, a large distal type I endoleak was noted from the left iliac artery and the other treatment was required for this adverse event. According to the site, the distal type I endoleak was purposely left- the last limb was not deployed to reduce the risk of spinal ischemia. The additional procedure was planned on (B)(6) 2025, however, on (B)(6) 2025, the patient presented in the hospital with c.diff colitis. The physician was not able to proceed with reintervention until the patient is recovered. It was reported that on (B)(6) 2025, the patient underwent the additional procedure to treat a distal type I endoleak. The endoleak was resolved and the patient discharged home on (B)(6) 2025. According to the study data, the event was related to the treatment/procedure.

Manufacturer narrative:
B5: the event description was updated. H6: code c19 - a review of the manufacturing records for the device indicated the lot met pre-release specifications. The device remains implanted and is not available for investigation. According to the study data, the event was related to the treatment/procedure.